Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Insulin pump received with moisture damage on lcd board and electronics assembly. Corroded motor home switch also noted. Insulin pump received with cracked reservoir tube lip, cracked case near display window corners, minor scratches on display window, and stained end cap sticker noted.

Event description:
The customer reported via phone call that he went swimming with his insulin pump on. The insulin pump's buttons were unresponsive and water came out of the screen. Fluid was under the lcd display. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.